Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information late due to error in submission. The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2018 maquet sas became aware of an issue with one of the surgical lights- volista. As it was stated, the keypad fell down during procedure. There was no injury reported, however we decided to report the issue based on the potential as any parts falling off during procedure or into sterile field might be a source of contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights- volista. As it was stated, the keypad fell down during procedure. There was no injury reported, however we decided to report the issue based on the potential as any parts falling off during procedure or into sterile field might be a source of contamination. Based on the information available to date, when the event occurred, the device was being used for the patient treatment. Performed evaluation of the involved device allowed to establish that it failed to meet the manufacturer specification. The investigation into the root cause of the problem occurrence has been performed by both the manufacturer of the surgical light and the supplier of affected component. No specific root cause was established with certainty. It is considered that the root cause may be related to the design of the keypad or any defects in the manufacturing process, however, despite all efforts made (including supplier audit, review of the process) none of the root causes have been fully confirmed. In summary, this complaint is the sixth one registered for volista devices where an issue with detachment of this type of keypad was raised. The light heads involved were produced between (B)(6)2017 and(B)(6)2018 . Since (B)(6)2018 we have not received any new complaints regarding this failure mode. Comparing the number of complaints received for this failure mode to number of sold devices worldwide (approx. 14000), we find that the complaint rate is low. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer reference number 2018-60839.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).